Event description:
The customer alleged that the temperature could not be reached. It is unknown if there were any injuries, as follow ups could not be made because the customer contact information was not provided. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse found the temperature light not illuminated. The fse reseated all electrical connections to the reservoir. The temperature indicator illuminated.